Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver had no audio output. No additional event or patient information is available. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver passed the charge and boot test. The receiver log was downloaded and reviewed, finding no errors related to the complaint within the investigation window. A global receiver functional test was performed, and it failed the audio tests. A global receiver communication tool software test was performed, and it failed audio tests. Manual "try it" testing was performed and failed. The receiver case was opened for an interior inspection, and passed. The speaker audio intermittent tests were performed and it failed. Speaker resistance was measured and it failed since it was observed to be out of range. The reported event of no audio output was confirmed. The probable cause was determined to be a defective speaker.